Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The patient was in stable condition. On (B)(6) 2016 it was reported that the patient was experiencing atrial fibrillation after under going an ablation procedure. No additional case details were available at this time.